Manufacturer narrative:
No evaluation could be conducted because the implant was not returned for evaluation. The surgeon survey stated "the plastic core slipped out." In addition, the sales representative stated the surgeon removed the device because the core migrated anteriorly and was causing discomfort to the patient. The sales representative also stated the patient was admitted due to a precipitating event (possible fall) that was associated with mild pain. A lateral radiograph prior to removal was provided. The radiograph indicated minimal space between the two endplates. The inferior endplate's anterior profile was in line with the anterior cortex of the inferior vertebral body. These observations are suggestive of either improper alignment during initial surgery or a possible anterior migration of the core and/or inferior endplate. It is unclear what caused the core to expulse. Implant was not returned.

Event description:
A surgeon survey revealed a secure c removal occurred (B)(6) 2016.